Event description:
This ICD will be explanted as a result of the angeion initiated "field action" for possible premature battery depletion concerning all angeion lyra model ICD's. The battery voltage on this device fell within the range where angeion recommended explantation.

Manufacturer narrative:
The device is scheduled for explantation in 2005. Notification and patient monitoring also apply. A response from the MFR is pending.